Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No motor error alarm noted during testing. The motor was tested outside the device and passed motor test. The insulin pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they received a motor error alarm right after rewind. The customer's blood glucose was 40 mg/dl at the time of incident. The customer stated that they were able to clear the alarm. The insulin pump will be returned for analysis.